Manufacturer narrative:
(B)(4). Device evaluation pending. No further details regarding patient, product or procedure were provided by the reporter.

Manufacturer narrative:
Ftr#(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was not received. The insufflation syringe was not received. The balloon,valve seal and the locking collar were intact. Functionally, the balloon was inflated and did not demonstrate any leaks. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
Ref # (B)(4).

Event description:
According to the reporter, upon removing an instrument from the trocar, pneumoperitoneum leakage occurred. They noted that the seal (where inserting the obturator) was missing. The seal was recovered using forceps. The procedure was completed with another device. There was no patient injury.